Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provide via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and cervical/neck. It was reported the catheter was unable to be aspirated during limp replacement so the catheter was tied off and a new one was implanted. The event date was noted as (B)(6) 2019. No symptoms were noted.